Event description:
A customer reported that air bubbles entered the line, necessitating an early change. There was no reported impact on the customer¿s blood glucose level. No corrective action was required at this time as the customer indicated they would reach out again if assistance is needed in the future.